Event description:
A medtronic representative reported that, while in a cranial procedure, a site representative (rt) stated that the navigation system touchscreen monitor, mouse, and rack became unresponsive. After a re-boot, the system returned to proper function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
In trouble-shooting, the emitter was unplugged and moved from the area to eliminate interference with the neuro-monitoring equipment. A hard shut-down resolved the issue. No further issues occurred.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.